Manufacturer narrative:
Received but not yet evaluated.

Event description:
It is reported that the instrument fractured while assembling trays.

Manufacturer narrative:
Reported event was confirmed as returned instrument was fractured. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has a crack on lateral side. Device history record was reviewed and no discrepancies were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The cracked tasp top component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.